Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that a lower back right tooth broke. They have an appointment to get a crown on the tooth. Educated patient on mid treatment dental work and requested diagnostic findings letter.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.